Manufacturer narrative:
The device was returned and analysis is currently in progress. The manufacturing records were reviewed and no issues were found.

Event description:
It was reported to nevro that the patient's device was removed. There were no reports of any ipg issues from the patient prior to the event. Nevro attempted to obtain additional information regarding the device removal but none was available.

Manufacturer narrative:
The device was returned damaged, which likely occurred during the explant procedure. This prevented functional and electrical testing of the device. A review of the available diagnostic data showed no indications of a device malfunction. The manufacturing records were reviewed and no issues were found.

Event description:
The device was investigated.